Event description:
It was reported that the system displayed a file system corrupted error and would not boot up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was installed during the service call. The system was tested and found to be working as intended and put back into service.